Event description:
A Facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced and excessive vault and over/under correction. In a separate surgery the lens was exchanged with a shorter length lens, and the problem was resolved. The cause of the event was reported as other- 'vault calculation'.

Manufacturer narrative:
H11- Manufacturer Narrative: Over/under correction and Secondary Surgical Intervention to Remove/Replace/Reposition the Lens is identified in the labeling as a known potential adverse event following ICL implantation. H6. Health Effect- Clinical Code (E): 4581-over/ under correction. H6- Investigation Type Code (B): 4110- Lens Work Order Search-No Similar Complaint event(s) within associated lots were found. Claim# (b)(4)